Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The pump was not returned for investigation. Data logs were not provided for this case run. The doctor reported placement signal not reliable on the second day of pump use. The pump was utilized for a total of 8 days. The placement signal was calculated based on optical signal parameters; hence, the reported failure mode of placement signal was changed to optical signal issue as investigated. The cause of the optical signal issue was not determined since product was not returned and sufficient clinical information was not provided. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the ¿placement signal not reliable¿ alarm occurred since insertion of the impella. Motor current pulsatile, and echo confirm device is optimally placed.